Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction of gap between the acoustic lens and ultrasound probe was confirmed. Based on the results of the investigation, the probable cause could not be determined. The root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the ultrasound gastrovideoscope had a gap between the acoustic lens and ultrasound probe. There were no reports of patient involvement